Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number(B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, (B)(6), until they passed away due to infection (see MFR. Report # 2916596-2024-05048 for outcome information). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The IFU lists adverse events, including stroke and neurologic dysfunction, that may be associated with the use of the heartmate ii lvas. The IFU lists neurological dysfunction as a potential late postimplant complication. The IFU also outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2024 to (B)(6) 2024 due to intracranial hemorrhage with clinical symptom of stroke, coma. Computed tomography (CT) was performed. The patient was on warfarin at the time of the stroke. The event was considered to be possibly related with the device.